Event description:
During the procedure, the mayfield skull clamp loosened which created difficulties for neuronavigation and risk for pt safety. The teeth seems damaged and the material has been used on 110 pts before. The date of the event was reported as (B)(6). Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. Results: engineering and repairs were not able to confirm the customer complaint. Upon arrival, the unit had been inspected per its inspection checklist and no looseness was observed. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on (B)(6) 2013. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year lookback in trackwise for this reported failure and or related to "loosened during a procedure " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and repairs were not able to verify the customer complaint on the ¿loosened¿ incident; thus, the root cause cannot be attributed at this time. The unit functions 100% per its 1101 inspection checklist even though some rigidity was experienced during the maneuvering of the device. This unit was sold in nov. 2013 and was never sent in for preventative maintenance since then. This is an isolated incident and will be monitored for trending.